Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had low impedance on the distal coil. Recent results show impedance within normal operating ranges. It was also reported that the patient was in the doctor's office for a heart catheter when the doctors found "the leads were not in the proper place." The doctors were able to correct the issue and did not require an incision or implantation of any new lead. The patient's family member was concerned that the device "would not have worked properly" if the patient had an arrhythmia. Follow-up information from the doctor's office confirmed that there was no indication of leads not being in the proper place. The device is still in use. No patient complications have been reported as a result of this event.